Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the blood sampling valve (bsv). The bsv movement was obstructed by excessive salt buildup. The fse cleaned the bsv and resolved the fluid leak issues. The repairs were verified per established procedures. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported approximately three milliliters of brown fluid leaked on the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Results were not generated. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.